Event description:
It was reported that pump experienced malfunction with non-resettable malfunction alarm and no notable events occurred prior to issue. There was no adverse impact to the customer¿s blood glucose level. Customer did not have backup insulin therapy and planned to contact healthcare provider, while technical support arranged replacement pump under warranty, confirmed shipping details, instructed customer to let battery fully deplete and return malfunctioning pump within 10 days, and advised customer to program pump settings and reconnect continuous glucose monitor on replacement pump.